Event description:
A customer reported that the clock on the pump frequently shows the incorrect time and requires resetting. There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.